Event description:
The caller reported that the pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to use a different wall outlet and advised leaving the wall adapter plugged into a known working outlet for at least 30 minutes to see if the pump would begin charging. No additional information was obtained.